Event description:
Company rep informed that customer reported that needle was loose and stayed in her abdomen after injection. Customer went to the hospital and had x-ray. Doctor suggested waiting for needle to come out naturally. Customer was contacted later for follow up and customer shared that the injection site was showing some inflammation and doctor gave pt antibiotic. Doctor advised to wait for the needle to work out naturally from body.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No trends were noted. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.